Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The events of granuloma, capsular contracture and autoimmune/ connective tissue disorders, are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade unknown and autoimmune/ connective tissue disorders.

Event description:
Patient reported capsular contracture grade unknown. Granuloma, anxiety, and autoimmune/connective tissue disorder for the right side. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade unknown. Granuloma, anxiety, and autoimmune/connective tissue disorder. Patient later reported capsular contracture baker grade IV. The event of autoimmune/connective tissue disorder is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Autoimmune/connective tissue disorders: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Cyst-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient late reported baker grade IV.